Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was in emergency room due to hyperglycemia on unknown date. Customer stated the sensor was reading him 70 mg/dl and he was vomiting, so he drank juice to make it go up then after few min he fainted, so his coworker rushed him to the hospital, and they checked his blood glucose it was 551 mg/dl. The auto mode was active. The device will not be returned for analysis.